Event description:
It was reported that the lead exhibited intermittent noise and impedance below 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that distal insulation was abraded. The distal and proximal coils were in contact which resulted in noise and low impedance.